Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube. It was unable to test the operating currents due to blank display. The original battery cap twisted in properly to battery tube threads. The device had a small crack in the battery tube threads, cracked reservoir tube lip and a scratched display window. No chipped or broken battery tube threads noted. No damage noted on isolation tape component on the lcd board.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 265 mg/dl. During troubleshooting, the customer stated that the battery cap would not screw in and the battery compartment was cracked. The customer was able to change the battery and place the battery cap but stated that the display did not return. The device was returned for analysis.